Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer was able to clear the alarm and able to complete rewind. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.